Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
The following issue was reported: problem of "device failure 02" arises while continue running of ventilator more than two days. Before and after of this error, system test is successful always. Once we restart the ventilator, no device failure is there but comes again within 2- or 3-days continuous ventilation. We have observed this device failure 3 times. No patient health consequences have been reported.

Manufacturer narrative:
The investigation was based on the reported event and log analysis. The requested pba m48.3 was requested for investigation but did not arrived in lübeck. The analysis of the provided log file revealed that babylog vn600 detected an issue with the reset logic on several timestamps and performed several restarts. Furthermore, the alarm message "device failure (2)" and "ventilation unit restarted" were raised several times. As per log file the ventilation continued after successful restart. The log file entries indicate a hardware issue of the pba m48.3. The device reacted and alarmed as specified. In case the breathing pressure (incl. Peep) drops to ambient, a deterioration in state of health cannot be excluded for patients with difficult lung/ventilation. In this case, no patient health consequnces have been reported. If not yet done replace pba m48.3 and test the device as per manufacturer specifications. The number of comparable complaints reported from the field with respect to the determined error pattern is very low and accepted by the responsible product quality board. The results of this complaint investigation did not reveal any new or additional risks that have not yet been covered by the ventilator's risk management file.

Event description:
The following issue was reported: problem of "device failure 02" arises while continue running of ventilator more than two days. Before and after of this error, system test is successful always. Once we restart the ventilator, no device failure is there but comes again within 2- or 3-days continuous ventilation. We have observed this device failure 3 times. No patient health consequences have been reported.